Manufacturer narrative:
Filing a correction due to incorrectly selecting a 5 day type of report instead of selecting a 30 day (initial report). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the patient was burned. The procedure was completed successfully

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the patient was burned. The procedure was completed successfully see supplemental report.